Event description:
(B)(4): (B)(6) on (B)(6) 2021 cup was revised and dual mobility was placed by surgeon. Der was filed, cup and screw that listed on the der, placed at this time. On (B)(6) 2022 it was converted to dm to constrained due to dislocation. Der was submitted, head and liner placed at this time. Patient presents in ER with a periprosthetic facture of right hip with appearance of possible infection superior to acetabular component. All components removed and prostalac placed uneventfully. There was loosening of femoral component post facture at bone to implant interface."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.